Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, it was observed that the long bipolar grasper instrument insulation pulley cover was melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing occurred during the last known instrument usage but no damage to the instrument was noted after the arcing event. No patient injury occurred during the last time the instrument was used.